Manufacturer narrative:
(B)(4).the sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned 6 companion samples for evaluation. The samples were visually and functionally tested and the reported condition was not confirmed. The returned samples were tested for gravity and then for leakage at (B)(4), and all six passed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter france regarding the standard 118 y set in which a leak occurred during patient use on (B)(6) 2011 there is no other information availble according to the reporter. The reporter stated that there is no clinical consequences for the patient. No additional information is available.